Event description:
He stated that the back came out of the slots and the pivot brackets gave out causing the legs to collapse. .

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.